Manufacturer narrative:
To accommodate left-handed users, the design of the trumpet valve includes the removable knurled plug which allows the user to reverse configure the device. The subject product was not returned for evaluation; therefore, the investigation is limited. During the manufacturing process the knurled plug is assembled and secured into the trumpet valve body with a torque screwdriver. If the plug is not properly seated, a minor leak can occur. A leak test is performed post assembly, which encompasses the evaluation of the knurled plug seating. A review of the DHR was performed, and no leakage related to the trumpet valve was noted within the DHR. No manufacturing anomalies were noted during the lot manufacturing review. A possible cause for the reported condition, is that the knurled plug may have become loosened and unscrewed during use over time; however, without the subject product, a root cause or probable root cause cannot be determined. Information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Subject product was discarded.

Event description:
It was reported by the user facility that during a laparoscopic cholecystectomy, they had a disposable hydrosurg irrigator which had a loose irrigation button (knurled plug of the trumpet valve) that fell off mid-case. A second product was not required to be opened and there was no impact or injury to the patient. The staff did not save the device.